Event description:
It was reported that the patient was experiencing dizziness/near syncope that the healthcare professional suspects the cause was related to the cardiac resynchronization therapy pacemaker (crt-p) programming. It was noted that the patient was symptomatic while the device was providing anti-tachycardia pacing (atp) for atrial tachycardia/atrial fibrillation (at/af) episodes. It was also noted that the right atrial (ra) lead appears to be undersensing resulting in inappropriate atrial pacing and triggering device classified false termination of at/af event(s) at times. It was further reported that capture was unable to be confirmed with the left ventricular (lv) lead and right ventricular (rv) lead. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr01 crtp implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra and lv leads were reprogrammed.